Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of v capture was observed, and the loc triggered non-sustain ventricular oversening episodes. Programming changes were made. Patient is not dependent on pacing. Sensing and impedance trends were stable and within normal limits. The patient will return to clinic in few weeks for review, and additional programming changes will be made. The patient later presented to the clinic and programing changes were made. Patient well and stable. Patient will be monitored.